Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as planned as the problem was intermittent. The philips service engineer (fse) went onsite and analyzed the system log file and found image processing error. The philips engineer reconnected the cables and reinstalled the software of ippc (image processing pc). After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without any impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was intermittently unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.